Manufacturer narrative:
(B)(4). Batch # m55a5e. Based on the photo evidence the event description can be confirmed. Unfortunately the root cause of the issue cannot be determined from the photo alone. Hands on analysis of the device and cartridge may provide the evidence necessary to determine the root cause of the incident. The analysis found that one plee60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (b) ecr60b, (B)(4) was received fully fired and with cartridge deck damage. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck (b) and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Cartridge (c) ecr60b, (B)(4) was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon fired the first firing using a gst60t reload, the second firing with a gst60d reload, the third firing with a ecr60b reload and the fourth firing with a ecr60b reload. On this fourth firing, all of the staples in the staple line were either malformed or unformed. On the fifth firing, the surgeon used a gst60b reload. The surgeon addressed the malformed staple line with another firing and over sewed the staple line with stitches. The surgeon was using seamguard buttressing with all of the firings. The case was completed using this same device. There were no patient consequences reported.